Event description:
It was reported prior to implant procedure that the implantable cardioverter defibrillator (ICD) had gone into backup mode with high voltage therapies disabled. The device was not used. There was no patient involvement.